Manufacturer narrative:
Additional information was received that the dissection was caused by the first 26mm valve as the second valve was positioned for implant or occurred during cardiopulmonary resuscitation (CPR). Corrected data: the serial number in d.4 and d.10 were corrected in this report. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot#: (B)(6), ubd: 29-oct-2021, UDI#: (B)(4) conclusion: the device history record for both transcatheter aortic valves was reviewed and showed that the devices met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Cardiovascular injuries, such as dissections are known potential adverse patient effects per the device instructions for use (IFU) and may be impacted by many factors including the patient's co-morbidities, anatomical considerations, and implant procedure. Per the physician, it could not be determined when this dissection occurred, but it was assumed that it was in part due to the valve migration/dislodgment. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Dislodgments are typically not related to a device malfunction. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. No autopsy nor valve explant were reported. No imaging was provided to medtronic for image review. Prosthetic valve migration, conduction disturbances, and death are all known potential adverse effects per the device instructions for use (IFU). This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 29-oct-2021, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with an ejection fra ction of 30 and an annulus perimeter of 72 millimeter (mm) with a left ventricular outflow tract (lvot) of 79 mm, the patient had weak cardiac output. The valve was positioned and deployed at a depth of 1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). Cardiopulmonary resuscitation (CPR) was performed. After two rounds of two min of CPR, it was noted that the valve dislodged in the aorta due to the CPR. The patient had no cardiac output with adrenaline and CPR. An additional transcatheter bioprosthetic valve was requested as a last chance effort. The valve migrated around the aorta, was positioned and deployed. The patient continued to have very little output. After another three rounds of 2 min CPR, the patient went into asystole and died. It was noted that when the second valve was deployed, there was an aortic dissection from the ncc to the top of the ascending aorta. Per the physician, it could not be determined when this dissection occurred, but it was assumed to have been when passing the second valve and the first valve migrating. CPR also could have contributed to the dissection.